Manufacturer narrative:
(B)(4): approximate age of device ¿ 43 days.no further information was provided. A supplemental report will be submitted when the manufacturer¿s investigation is completed.

Event description:
The patient was implanted with a left ventricular assist device. On (B)(6) 2015 the patient reportedly was experiencing multiple pulsatility index (pi) events associated with decreases in pump speed. A review of the system controller data log file noted pump speed drops from a set speed of 9000 rpm to a maximum low speed of 8690 rpm. Pi events are anticipated to elicit a drop in pump speed followed by a ramp back up to the set speed. The events were noted during a hospitalization for gastrointestinal bleeding. It was reported that the bleeding had resolved at that time. The patient reportedly had been hypotensive and their blood pressure medication was held. At the time of the reported speed drop events the patient's blood pressure was higher than it had been. The patient received multiple units of packed red blood cells (prbcs) and an unspecified site of bleeding was observed and cauterized during an esophagogastroduodenoscopy (egd). The patient was discharged on an unspecified date. On (B)(6) 2015, the patient was readmitted for gi bleeding. Interrogation of the device noted continued pi events. A repeat egd was negative for any bleeding. A colonoscopy showed a 3mm polyp in the transverse colon; however, no bleeding was associated with the polyp and no other bleeding was found. The patient was placed on a protonix drip and received an unspecified amount of additional prbcs. No further information was provided.

Manufacturer narrative:
A full evaluation of the device could not be conducted as the device remains in use. A correlation between the device and the reported bleeding could not be conclusively determined. The instructions for use list bleeding as a potential adverse event that may be associated with the use of heartmate ii left ventricular assist system. The patient remains on vad support. A review of the device history records revealed the device met applicable specifications. No further information was provided. The manufacturer is closing the file on this event.